Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reported two insatances where arterial line showed high pressure after 36-48 hours of use. High-pressure alarms were observed multiple times. Pressure error and flow rate dailure was observed.no patient harm.